Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the patient received a hip implant on date (B)(6) 2010. The devices have resulted defective. The patient was "recalled" by the health facility for check and high cr-co ions levels were found (7.66 microg./l of cr and 11.34 microg/l of co). Patient had also pain. Doi: (B)(6) 2010: dor: (B)(6) 2019: hip unknown.